Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and insulin gauge was inaccurate. Customer changed infusion set in an attempt to resolve occlusion. There was no reported impact to customer's blood glucose. Contact did not provide further information and declined follow up from tandem technical support.